Event description:
During the embolization procedure, the tip of the device broke off and it remained outside the microcatheter. The remainder of the device was successfully removed with the catheter. It was reported that tip of the wire remains in the patient. The procedure was completed using a different guidewire, and there was no reported clinical consequence to the patient.

Event description:
During the embolization procedure the tip of the device broke off and it remained outside the microcatheter. The whole device was successfully removed from the patient, no part was left in the patient. The procedure was completed using a different guidewire and there was no reported clinical consequence to the patient.

Manufacturer narrative:
Correction: ae or product problem - corrected. Describe event or problem - corrected. Patient codes - corrected. Type of reportable event - corrected.

Event description:
During the embolization procedure, the tip of the device broke off and it remained outside the microcatheter. The whole device was successfully removed from the patient, no part was left in the patient. The procedure was completed using a different guidewire and there was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Based on limited information available as well as the fact the device is unavailable for evaluation, it can only be assumed that some procedural and/or anatomical factor caused or contributed to the reported event. Therefore, operational context is the most probable cause of the event.